Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was confirmed by the technical support specialist (tss) that there were no devices in critical override. The tss explained to the customer that critical override is a feature and how it actually works. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, the critical override automatically occurred, and new patients had to be added manually in order to remove medications. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.